Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an augmentation alarm, that the augmentation alarm was not functioning correctly. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g1, g3, g6, h2, h11. Corrected fields- h6 (medical device ¿ problem code).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). The fse was unable to duplicate the problem. The fse ran the device and it passed all performance and function tests. Fse verified augmentation alarm was functioning correctly.